Manufacturer narrative:
Evaluations: the sample has been forwarded to our mfg site. Upon completion of the investigation a follow-up report will be submitted. I can report that this lot number expired september 2006 and we have not had any other reports on this lot.